Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed. It was noted during infusion, the catheter was leaking. The catheter was successfully removed via the proximal end. Another PICC for continuation of treatment. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the approrpirate sequence number. User technique during access and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.